Event description:
During robotic-assisted laparoscopic myomectomy, robotic forced bipolar instrument malfunctioned (lost articulation function). The device had to be removed and replaced to complete the procedure. There was no harm to the patient.